Manufacturer narrative:
Medwatch field d4 expiration date was updated. Due to the limited information about the issue, the specific cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The field service engineer checked the liquid flow and pipetting prime for the sipper and sample/reagent probe, checked/adjusted the liquid level detection voltage, replaced tubing in the syringe module, checked the water container, and checked the instrument grounding. He ran performance testing that passed. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin b12 ii results from the cobas e411 rack. Sample 1 initial result was 389 pg/ml. On (B)(6) 2024, the repeat results were 1017 pg/ml and 793 pg/ml. On (B)(6) 2024, sample 2 initial result was 127 pg/ml. On (B)(6) 2024, the repeat result was 275 pg/ml.